Event description:
Reporter indicated a pt's death was possibly due to exacerbation of a lethal ventricular arrhythmia by vns therapy and severe underlying cardiac disease. The pt was implanted on the right vagus nerve. The pt was buried with the vns and no autopsy was performed.

Manufacturer narrative:
Clin auton res (2007), exacerbation of electrical storm subsequent to implantation of a right vagal stimulator. Doi 10.1007/s10286-007-0440-1. Shalaby, a, et al.